Event description:
It was reported that during use on a pt with full arrest, the board stopped working without any warning. A second and third battery was used with the same result. Customer indicated that during charging, the battery charger's green light had come on and that the batteries were maintained according to zoll guidelines. This report pertains to the autopulse nimh batteries. Autopulse resuscitation system involved in this case is discussed in report #3003793491-2012-00273.

Manufacturer narrative:
The complaint of board stopped compression with 3 batteries was not verified. Returned batteries were tested, all had a power rating below the 1300 watt passing level. Therefore, the likely cause for the reported event is the use of batteries that did not meet power level specs. Zoll battery maintenance program indicates that each battery should be test-cycled a minimum of once a month to maintain optimal performance and removed from the board at the end of each shift to avoid loss of power. Batteries involved in the reported event (serial #'s (B)(4)) were not maintained properly. For example, battery identified with serial # (B)(4) had a gap of 3 months between the 5th and the 6th test cycles and another 3 months between the 6th and the 7th test cycles. Batteries identified with serial #'s (B)(4) had similar gaps between test cycles. Furthermore, archive file indicated that there were times when batteries were left in the board, which causes them to drain and shortens their run time. Moreover, the archive file recorded instances where batteries were pulled out of the board before the system was shut down. This practice when done on a continuous basis can damage the power supply, which in turn, can reduce battery run time. Based on this eval, the likely cause for the reported event is the use of batteries that were not properly maintained and/or fully charged. Info concerning the condition of the pt was not provided.